Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left circumflex (plcx) with 90% stenosis, mild calcification and moderate tortuosity. The 3.0x15mm trek rx balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and ruptured at 10 atmospheres (atms) during the first inflation. There was no resistance during removal. The catheter was soaked in saline and was prepared (air aspiration) outside the anatomy prior to use. No resistance was met when protective sheath was removed. A 3.0x15mm non-abbott balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.